Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) who died six months after implant. The patient one month after implant developed a fever and found to have a pocket infection. The patient was being treated with antibiotics. The patient's cause of death was pneumonia on both sides due to severe combined ventilation disturbance related to chronic obstructive pulmonary disease and lung emphysema.